Event description:
It was reported that during an unknown procedure, no staples came out after the firing. The surgeon changed another one to complete the procedure. No advere event on the patient.

Manufacturer narrative:
(B)(4). Additional information: did the device cut? No. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? Cs40g and green reload. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse string device. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch feedback. When the device was fired, where was the indicator within the green zone/gap setting scale? End of the green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Na. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No; ½ to 3/4. What steps were taken to confirm successful anastomosis? By visual. Did the operation change significantly as a result of the device issue? No. Did a hcp other than the primary surgeon fire the instrument? Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.